Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection and stent damage occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 4.0mm in diameter, eccentric target lesion was located in the non tortuous and moderately calcified right coronary artery (rca). After pre-dilation was performed, a 4.00 x 20 synergy¿ stent was advanced and implanted in an ostial rca. Post deployment, a distal dissection was noted. A 3.5x8mm synergy¿ stent was advanced to cover the distal dissection. However, as the stent arrived at the ostium of the rca, the device got caught on the previously implanted 4.00 x 20 synergy¿ stent. The implanted stent then became crushed. The 3.5x8mm synergy¿ stent was re-advanced, passed the damaged stent, and was deployed to cover the distal dissection. A non-bsc stent was deployed within the previously implanted 4.00 x 20 synergy¿ stent to ensure clear lumen and the procedure was completed. No further patient complications were reported and the patient's status was stable.